Event description:
The consultant indicated to mhra that probe may not meet the appropriate safety standards or does not have the adequate safety mechanisms in place to prevent over stimulation and patient burning. The consultant stated, "probe was purchased for use on neonates during, for example, posterior sagittal anarectoplasty techniques. The stimulator produces 200 micro second pulses at 50hz. The output control, which is apparently is turned down low in normal operation, can be turned up to produce a current output of 250mhz. My understanding of stimulators gives cause for concern in that such a high current stimulus, if applied by mistake, is likely to cause burns and muscle damage".

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.